Event description:
It was reported that bd ultra fine¿ pen needles was unable to deliver medication during injection. The following information was provided by the initial reporter: it was reported that pen needle is clogging and the insulin pen will not depress just locks and jams. Consumer reported he has been getting clogged pen needle at least once a week and every 2nd or 3rd pen needle works. Pen will not plunge after he attaches the pen needle. He also added it locks, jams. Sample discarded. Incident yesterday (B)(6) 2019; occurence-unknown. It's been happening over the years with the same item# and no lot# available. Item# 320109; lot# 8318582; expiration date-11-30-2023. He uses new pen needle each time of his injection. He wants someone/technician to call him about mechanics of this pen needle how it works. He requested to send the mail kit to return the future clogged pen needle. He don't want to keep calling us, next time it happens he will just have his lawyer send us the letter. He uses the humalog insulin pen.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles was unable to deliver medication during injection. The following information was provided by the initial reporter: it was reported that pen needle is clogging and the insulin pen will not depress just locks and jams. Verbatim: consumer reported he has been getting clogged pen needle at least once a week and every 2nd or 3rd pen needle works. Pen will not plunge after he attaches the pen needle. He also added it locks, jams. Sample discarded. Incident yesterday- (B)(6) 2019; occurence-unknown. It's been happening over the years with the same item# and no lot# available. Item# 320109; lot# 8318582; expiration date-11-30-2023. He uses new pen needle each time of his injection. He wants someone/technician to call him about mechanics of this pen needle how it works. He requested to send the mail kit to return the future clogged pen needle. He don't want to keep calling us, next time it happens he will just have his lawyer send us the letter. He uses the humalog insulin pen.